Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the probe cover of the gastrointestinal videoscope was burned. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause is presumed that the use of a high-energy instrument without sufficient distance from the distal end may have led to the burning of the distal cover. The subject event can be detected by implementing in accordance with the below IFU. Inspection method for the suggested is described in the instruction manual (operation manual) for gif-h290t series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.